Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with the naked eye observed that the male luer lock connector to tubing was misassembled; the connector port was outside of the tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "fault" on the end of a patient extension set line and as a result, the tubing did not connect to the "flange" properly. This was noticed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.